Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected in the jawline and preauricular with 3 syringes of juvéderm® volux¿ xc. Hcp initially reported late onset nodules 1 to 2 months post injection. Hcp later reported patient was fine for about 4 to 6 weeks and then they developed a non-device related viral syndrome last week and said that their gonial angle where a lot was applied swelled overnight very tender. The hcp dissolved the filler with two vials of hylenex on each side and prescribed doxycycline and prednisone.